Event description:
It was reported that during a radiofrequency ablation procedure, the healthcare professional allegedly forget to switch the heating element of the catheter from 10cm to 2.5cm. It was further reported that the two burning elements outside of the skin allegedly caught on fire and had flames. Reportedly, the patient's skin didn't have any burn marks. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Since the health care provider admitted they forgot to switch the treatment length to 2.5cm, this will be a confirmed finding for use of device problem. Since we did not have the catheter to test, smoking will be considered inconclusive. Therefore, the investigation is confirmed for the reported use of device problem issue and inconclusive for the reported smoking issue. A definitive root cause for the use of device problem and smoking problem could not be determined based upon the provided information. Labeling review: according to the instruction for use for the venclose evsrf catheter. The health care professional performing the procedure is to take caution. "Do not begin treatment without verifying that the length of heating element that will actively heat remains inserted a length of at least 2.5 cm from the vein access point. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency ablation procedure, the healthcare professional allegedly forget to switch the heating element of the catheter from 10cm to 2.5cm. It was further reported that the two burning elements outside of the skin allegedly caught on fire and had flames. Reportedly, the patient's skin didn't have any burn marks. There was no reported patient injury.